Event description:
It was reported by service report that the bed had phantom motion. The customer alleged that the fowler rose by itself with a patient on the bed. Later, the customer alleged (without a patient) that the bed rose itself to the highest height position and the fowler to it's highest position. There was patient involvement; however, no adverse consequences were reported.